Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving constant alarms, and that there was a damaged cable with wires exposed on the belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) was confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the incoming test failure was isolated to an open white pulse wire cut at the distribution node (dn). The root cause for the damaged wire was a damaged dn enclosure. The root cause for the damaged dn was unable to be positively identified but was likely physical abuse. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.